Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, damaged cable) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test and the distribution node (dn) to rear te cable was pulled from strain relief. Upon investigation, there was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the broken joint was the pulled cable. The cause of the test failure and reported alarms was the broken solder connection. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive "adjust belt" messages and that an electrode belt cable was damaged.